Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-9597-20 batch 37622051, unpackaged. Observation revealed wear inside the distal end of the shaft. Measurement with a .384in pin gauge from the proximal end revealed that the damaged area prevented a full pass-through. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 10/21/2021, it was reported by a sales representative via (B)(4) that an ar-9597-20 reamer sleeve and an ar-9676 reamer shaft are stuck. This was discovered during a reverse shoulder arthroplasty procedure on (B)(6) 2021. During set up, prior to the procedure, the two instrument had been assembled together correctly but during the procedure, after many revolutions of reaming, the surgeon was unable to continue due to the inner driver shaft becoming fixed with reamer sleeve. After the procedure, upon inspection, it was found that the outer portion of the driver shaft had adhere to the inner portion of the angled sleeve. The two instruments were able to removed from each other.